Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle did not retract the following information was provided by the initial reporter, translated from chinese to english: unable to retract needle after use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs and physical unit submitted for evaluation. Bd received an insyte autoguard which resembled the device displayed in the photographs. The sample exhibited evidence of use. What appeared to be blood residue was observed within the needle hub. The needle was received fully extended from the shield. A microscopic examination revealed adhesive on the external surface of the needle hub, which bonded the needle hub to the grip. The safety mechanism button had been pressed inward, but the misplaced adhesive prevented the needle from retracting. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, adhesive is dispensed into the hub to secure the cannula. Station misalignment may cause the adhesive to pour on the outside of the hub which can then flow in between the needle hub and the grip or the button. This may cause partial, slow, or no retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information